Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? If applicable, will product be returned, return date, tracking information? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted for stress incontinence. The patient experienced a mesh erosion and outcome was resolved on (B)(6) 2018. Additional information has been requested.